Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." Drafted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, pump had gotten wet prior to malfunction. Customer's blood glucose (bg) was 515 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.